Manufacturer narrative:
Precision testing results were acceptable and no issues were identified during a review of the reaction monitor data. The event is consistent with a high leukocyte concentration of the samples leading to an accumulation of cells close to the plasma surface. Both samples had a high white cell count. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Manufacturer narrative:
The calibration, qc, and precision data were acceptable. Therefore, a general reagent or hardware issue was unlikely. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable alp2 alkaline phosphatase results for two patients from cobas 8000 cobas c 502 module serial number (B)(4) and a cobas c702 module. The serial number of the cobas c702 was not provided. Patient 1: the initial result was 1075 ui/l. The customer repeated the sample manually and the results were 424, 259, 243, and 250 ui/l. The repeat results from a cobas c702 module were 828 ui/l and 280 ui/l. On 14-apr-2021, a second sample tube from this same patient had results of 370, 812 ui/l, and 328 ui/l. On 15-apr-2021, the first sample was repeated with results of 213 with a data flag, 216 with a data flag, 217, 219, and 234 ui/l. The second sample was repeated with results of 235 with a data flag, 301 with a data flag, 385, 245, and 280 ui/l. A new sample was collected and the results were 322, 298 with a data flag, 307 with a data flag, 825, 651 with a data flag, 609, and 461 ui/l. Patient 2: on 16-apr-2021, the initial result for the cobas c502 were 301 ui/l and 137 ui/l. After dilution, the result was 99 ui/l. The questionable results were not reported outside of the laboratory.